Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's pump was exchanged with another lvad due to elevated lactate dehydrogenase (ldh), hematuria, shortness of breath (sob), edema and high pulmonary pressures. An echo performed by the hospital had shown that the left ventricle was not unloading. The hospital staff reported observing the presence of thrombus in the explanted pump and a photograph was provided to the MFR.

Manufacturer narrative:
The device was successfully exchanged and the pt continues lvad support without any further issue reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.